Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation reveals that the distal end of the inserter shaft is bent. The anchor was missing and the ethibond suture is broken as reported. This complaint can be confirmed. However, the damage observed on the inserter shaft is consistent with applying excessive force while inserting the anchor beyond its intended use causing it to bend and suture to snap. This failure can be attributed to user technique error. A device history record (DHR) review has been conducted for the suture (product code: 108833) vendor lot number 14082018 and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The customer facility reported via phone call that their microfix qa plus with orthocord failed during a brow lift procedure. The device tested fine then once in use the physician went to tie the suture and pulled the cord and it broke. No bone holes and no new bone holes created. The case was completed using another like device as this device was removed. There were no adverse patient consequences or time delay. The device will not be returned for evaluation.